Manufacturer narrative:
One medfusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Motor rate and check clutch errors were found in the event history log. Device underwent flow and occlusion testing, confirming the reported customer complaint for motor rate error. Check clutch error was unable to be confirmed. The problem source has been determined to be user interface, as the issue was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion.

Event description:
Information was received that a smiths medical medfusion syringe pump had motor rate and clutch plunger lever error. Incident occurred during annual inspection; no patient involved.